Event description:
Livanova deutschland received a report that a 3t heater cooler resulted positive to bacterial contamination. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There is no report of any patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.